Manufacturer narrative:
The referenced scope was returned to the manufacturer. A visual inspection on the returned scope was performed and found the bending section cover at the distal end was torn at the joint section between the bending section and the passive bending section; the torn bending cover is partially missing. The bending section was found detached and the internal elements were exposed. A closer inspection at the bending section detachment found foreign materials residing on a screw, sharp metal edge lifting on the passive bending section joint end, and excessive broken/frayed wires on the bending mesh. In addition, there was evidence of 3rd party parts assembled onto the scope by an unauthorized repair. The parts consists of a non-manufacturer insertion tube, light guide tube, light guide lens, light guide bundles, bending cover and bending cover adhesive. A review of the service history indicated the most recent repairs on the scope was on performed on june 6, 2017. The original equipment manufacturer (OEM) conducted a review of the device history record (DHR) and found no anomalies during the assembly process. In addition, the OEM indicated the event was likely caused by exposed internal elements from the edges of the passive bending section sticking out from the joint area with the bending section. The passive bending section and the bending section were assembled by 3rd party. Based on the evaluation, the unauthorized 3rd party repairs and parts can contribute to the reported the event as 3rd repairs/parts can compromise the functionality of the scope. The instruction manual provides statements on 3rd party repair that states, this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result.

Event description:
The manufacturer was informed that during a colonoscopy with polypectomy procedure, the patient experienced discomfort despite additional sedation. The physician reached the patient's cecum and retrieved the polyps. Upon removing the scope from the patient, the physician reportedly observed a mucosal tear. The physician applied clips and proceeded to come out of the colon to finish the procedure. Circumferential redness on the colon wall was noted. The procedure was completed. During bedside cleaning, the nurse found a complete separation of the rubber near the distal end of the scope; exposing wires and metal sheath.

Manufacturer narrative:
The manufacture received a medwatch report (mw508830) that states the event occurred on (B)(6) 2019.